Manufacturer narrative:
The device was not returned for investigation. The pump passed all post sterile inspection checks.

Manufacturer narrative:
Clinical assessment: a 33-year-old male with a past medical history of anxiety, depression, schizophrenia, elevated blood lipids and high blood pressure presented to the emergency department with nausea, vomiting and shortness of breath. He was noted to be hypotensive, with rapid heart rate and low oxygen saturation. Chest imaging showed pulmonary opacities. He was placed on bilevel positive airway pressure. Family reported that he may have had fevers several days earlier. Cardiology was consulted due to concern for myocarditis. Heart ultrasound demonstrated a left ventricular ejection fraction of 25% with moderate leakage of the mitral valve and tricuspid valve. After discussion with the surgical team, mechanical circulatory support with an impella 5.5 device was recommended. The patient was taken to the hybrid operating room where the impella 5.5 was implanted through the right axillary artery using a surgically-placed graft. Device placement was uncomplicated, and support was initiated. He was transferred to the intensive care unit in stable condition. Overnight the device functioned as intended. The following day the patient underwent left heart catheterization and swan catheter placement. A blood clot was found in the left anterior descending artery. A penumbra device for thrombectomy was advanced without resistance, but the clot remained visible. A stent was placed from the proximal to mid portion of the left anterior descending artery with good expansion. He returned to the intensive care unit in stable condition with plans to reduce vasopressor support as tolerated. Daily assessments showed stable impella function. At times the device triggered suction alarms when the patient coughed, and chest imaging was performed as needed. Heart ultrasound confirmed that the impella was near the mitral valve, and cardiology was made aware for potential repositioning. The patient was awake, alert and without complaints during assessments. Low central venous pressure and underfilling of the right ventricle prompted fluid resuscitation. The patient remained on norepinephrine, vasopressin and later milrinone, though milrinone was subsequently discontinued due to high cardiac output and low systemic vascular resistance. Physical therapy assisted with mobilization, and the patient walked within the unit. Appetite improved. Late in the hospitalization the patient developed gastrointestinal bleeding, and heparin was temporarily discontinued, which was filed as the complaint. He received blood transfusions with stabilization of hemoglobin and hematocrit. The bleeding resolved and heparin was restarted. Impella support was gradually reduced, and heart ultrasound was repeated to assess myocardial recovery. The impella was decreased to very low support to try to wean, and plans were made for removal if stable. After evaluation by cardiology, surgical explant was performed. During intubation for device removal the ejection fraction appeared worsened, and the patient required initiation of epinephrine. After return to the intensive care unit, he was awake, alert and expected to be weaned off epinephrine shortly. After 14 days and some hours, which qualifies as off-label duration use impella 5.5 support, the impella 5.5 was weaned successfully and the patient survived. As a result of the information received, there were coding updates to the h6 section of this report. H6 health effect impact codes added: blood transfusion (f2302) - surgical intervention (f19). H6 health effect clinical codes added: hemorrhage/blood loss/bleeding (e0506) - hypovolemia (e0305) - thrombosis/thrombus (e0514).

Manufacturer narrative:
D4 catalog and serial number revised the investigation was completed. Investigation summary thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed, hypovolemia: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of low pump flow/suction issue was likely patient condition related with poor positioning playing a contributing factor along with patient coughing and low volume/cvp issues based on log analysis and clinical review.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella 5.5 developed a gastrointestinal bleed. Heparin was temporary halted to manage the condition and the patient was transfused two units of blood. Support continued uninterrupted and heparin was restarted following condition resolution. Later, the patient was successfully weaned from the pump and survived.